Event description:
While closing the surgical cuff with the davinci, the suture cut endowrist that was being used malfunctioned. It appeared as though the wires/ pulley system that allows the endowrist fluid movement had snapped and the instrument could no longer be controlled by the surgeon. Removed safely and replaced. Lot and serial numbers not on device.